Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when "it was seen that the balloon was not fully unwrapping. Manual inflation per IFU did not unwrap the balloon and decision made to replace the iab over a wire through a 9f sheath. I remained on the line for this procedure which was successful". No patient harm or injury. The patient status is reported as "fine".